Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17 mm from the distal end. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; *do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During a laparoscopic hepatectomy, the subject device was used. The probe of the subject device was broken and fell into the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.